Event description:
During a procedure, it was reported carto had error message (error #7: current leakage). Catheters were removed, piu was rebooted and catheters were reconnected to the piu. Issue remained. Issue was resolved after replacing the catheter cable. Two catheters were also replaced. No patient consequences, however the procedure was delayed nearly two hours due to this issue. Additional information provided stated the physician considered extra care was needed for the patient because of the long lasting sedation, patient was send for special observation (monitoring).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) during a procedure, it was reported carto had error message (error #7: current leakage). Catheters were removed, piu was rebooted and catheters were reconnected to the piu. Issue remained. Issue was resolved after replacing the catheter cable. Two catheters were also replaced. No patient consequences, however the procedure was delayed nearly two hours due to this issue. Additional information provided stated the physician considered extra care was needed for the patient because of the long lasting sedation, patient was send for special observation (monitoring). Catheter 1 investigation: upon receipt, the catheter was visually inspected and it was found in normal conditions. It was then tested for electrical performance, stockert compatibility and thermal sensor response. The catheter failed all. In addition, an eeprom, carto 3 and calibration functionality tests were performed and catheter failed as well. Catheter was dissected and it was noticed that the pc board and connector had corrosion. An irrigation test was then performed but no internal leakage was observed. Therefore, it remains unknown the origin of the corrosion. Catheter 2 investigation: upon receipt, the catheter was visually inspected and a void was observed over the pu (adhesive) that is applied between the tip and the shaft. The returned device was then evaluated for electrical resistance and current leakage and it failed. In addition, an eeprom, recalibration check and carto 3 test were performed and the catheter failed as well. Catheter was then dissected and it was noticed that the pc board had some traces of corrosion. In addition, liquid was found inside the handle. Therefore, a leak test was then performed but no internal leaks were detected. The liquid found in the handle might have entered through the void found on the pu. However, this is not conclusive and it remains unknown the origin of the corrosion and the liquid. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The customer complaint has been verified.